Event description:
It was reported that during unpacking of the device, stent damage occurred. A 3.5x16mm promus element plus stent was removed from the device box. Prior to use stent damage was noted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: initial visual examination of the device found evidence of stent damage. Both the proximal and distal ends of the stent were splayed outwardly. The balloon and shaft sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).